Event description:
Advancement sagittal split osteotomy 3/2003. 6 months postoperatively left plate dehiscense with granulation tissue. Granulation tissue debrided. One year postoperatively screw and plate fragments at bone surface. Bone healthy.